Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support after being awakened with a blood glucose level over 300 while insulin delivery was shown on the device graph. The patient checked the tubing and observed insulin drops and initially did not note any concerns. Later, the patient observed leakage at the connector site and believed this contributed to blood glucose levels not responding as expected. The cartridge lot number was unavailable. The patient administered insulin via multiple daily injections to bring blood glucose levels back into range and disconnected from the device. The patient reported that the infusion set had last been changed several days prior and planned to change supplies later that day. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.